Event description:
It was reported the patient received several shocks. He decided to go to the ER because of that many shocks. The device was interrogated, and a lead issue was suspected. Upon opening the device pocket, the physician checked the lead connections, and they were all in place. After connecting the lead to the analyzer, noise was still present on the egm. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient received several shocks. He decided to go to the ER because of that many shocks. The device was interrogated and a lead issue was suspected. Upon opening the device pocket the physician checked the lead connections and they were all in place. After connecting the lead to the analyzer, noise was still present on the egm. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient received several shocks. The patient decided to go to the ER because of that many shocks. The device was interrogated, and a lead issue was suspected. Upon opening the device pocket, the physician checked the lead connections, and they were all in place. After connecting the lead to the analyzer, noise was still present on the egm. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: proximal conductor fractured at medial section at 23.5 centimeters. Electrical testing to determine continuity of the conductor(s) passed with the exception of the proximal. Visual analysis revealed distorted defib conductor, outer tubing overlay cosmetic esc and depression, evidence of cut outer tubing overlay at generator end, and outer insulation breached depression at medial section at 23 centimeters.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.